Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device safety bar was stuck in the run position while it was being serviced at the user facility. Unintended activation was not observed. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device safety bar was stuck in the run position while it was being serviced at the user facility. Unintended activation was not observed. There were no adverse consequences related to this event.